Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The starclose se device was used in an area of calcified plaque. It should be noted that the electronic starclose instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. It is unknown if the IFU deviation contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 1494 - patient selection.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a starclose device after an antegrade right leg angiogram procedure using a 6f sheath. Reportedly, a lot of resistance was felt when inserting the exchange sheath over the guide wire. The sheath was re-adjusted; however, resistance got worse. The sheath was pulled out and was noted to be torn/split on the bottom. The physician believes it was an angle issue. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.